Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as fold flaw opening. Pruritus: unable to observe since it is not related to the device. Skin rash/dermatitis: unable to observe since it is not related to the device. Additional observations: wear abrasion is observed. Creases are observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6b.

Event description:
Patient reported they are experiencing "rashes all over my body." Patient elaborated the rashes "are on the inner arms by elbows, then goes to the back, and now coming to stomach area." Patient also stated "there are two spots around breast area" and also reported the rashes "are itchy." Patient later reported right side rupture. Later, healthcare professional reported right side rupture. This record represents the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported they are experiencing "rashes all over my body." Patient elaborated the rashes "are on the inner arms by elbows, then goes to the back, and now coming to stomach area." Patient also stated "there are two spots around breast area" and also reported the rashes "are itchy." Patient later reported right side rupture. This record represents the right side. Device remains implanted.